Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected remotely and found the reported problem. Upon troubleshooting, the potentiometer measuring table movements had intermittent readings, which could cause errors. On onsite visit, philips field service engineer (fse) found system sometimes required two or three cold starts to boot correctly. Fse found the issue was the table not responding and locking due to a failing potentiometer. As the part arrived ordered by customer was defective, to resolve the issue, fse reinstalled the former potentiometer, performed table and stand geometry position and current calibrations. No parts were replaced via philips, as the customer declined their quote and sourced parts independently. After that, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.